Event description:
During initial application, upon manipulation and placement, the rod was pressed against one side of the screw tulip. During the final tightening that side of the screw tulip sheared off. The screw was replaced without further incident.